Event description:
Procedure: unspecified gastric. Patient sex: unk. Reportedly, the device advanced through the 1st, 2nd and 3rd mm and then jammed upon removal. A piece of material was then discovered in the site and it was removed. There was no bleeding or damage to the tissue or any injury reported.